Event description:
A malfunction alarm was reported with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappears.